Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate complex patient anatomy being constrained or the prior surgical valve not being fractured could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years post-implant of a 23 mm sapien 3 (s3) valve in the pulmonic position within an edwards surgical valve in a patient that also had stents in the right and left pulmonary arteries, the valve had high gradients. The two stents appeared to be slightly constrained, particularly the right pulmonary artery (rpa) stent. They balloon dilated both stents and noticed the mean gradients come down. On the way out the team decided to balloon dilate the pre-existing 23mm s3 also with a 22mm bard true balloon up to 20atm. They noticed that the s3 expanded more fully and checked gradient across valve which measured about 15mmhg mean. The team opted to not place another valve or perform further interventions. After reviewing the medical records provided, the patient had a 23mm magna ease surgical valve implanted in the pulmonic position for reasons unknown. The patient had a valve-in-valve procedure with a 23mm s3 valve implanted in the 23mm surgical pulmonary valve replacement (spvr). Approximately 5-years post valve in valve (viv) implantation, the patient was scheduled for a valve in valve in valve (viviv) with a proposed deployment of a 26mm s3 valve in the 23mm s3 within the 23mm spvr. The only information we obtained showed that the patient had a pulmonic mean gradient of 37mmhg and the decision was made to do a viviv which didn't occur as post dilation of the 23mm s3 valve and the stents in the right and left pulmonic arteries resulted in a mg of 15mmhg. There was mention that the operator noticed that the 23mm s3 expanded more fully within the 23mm spvr valve.